Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the relion® insulin syringe the hub separated from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes.3 d.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: customer returned seven (7) 31gx6mm, 0.3ml insulin syringes from an open polybag from lot 9252585. Consumer reported needle hub separated and stayed inside of the shield. All seven returned syringes were examined and none were observed to have separated needle hub/shield assemblies; removing the cannula shield from each syringe did not result in needle hub separation. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported during use the relion® insulin syringe the hub separated from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield.